Event description:
It was reported by the customer's biomed that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had a helium leak. The unit alarmed for the reported issue. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp and was able to reproduce the reported issue. To fix the issue, the fse replaced the fill manifold assembly then tested the iabp unit on a patent simulator and test balloon. All functional and safety checks were performed and all testing passed to factory specifications. The iabp was then released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site was shortened due to field character limit; the full name is (B)(6).

Manufacturer narrative:
Corrected field: d4 (serial). Additional contact details: event site postal code:(B)(6).